Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was attempting to deliver a bolus when the insulin pump alarmed no delivery. While troubleshooting insulin did exit but the insulin pump alarmed no delivery. The alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was 289 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.